Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown, serial# unknown, product type: unknown. (B)(4).

Event description:
The consumer reported the patient had to have her lead removed due to it moving and giving her shocks. The patient outcome was not provided. The indication for therapy was unknown. If additional information is received, a follow up report will be sent.